Event description:
This lead was removed and replaced due to dislodgement. There were no adverse pt events reported. The hospital retained the device. Should additional info be received, this will be updated.